Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on a visual analysis of the provided photograph our engineers have determined that based on the advanced aging of the heparin cap, the most likely root cause for this event is the exposure of the device to a humid or oxidizing environment.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap had a burr deformation on it. 1000 adapters were found with this damage before use. The following information was provided by the initial reporter, translated from chinese to english: "it occurred in the department of geriatrics. It was found that the heparin cap had burr and deformation. It had not been used yet."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system heparin cap had a burr deformation on it. 1000 adapters were found with this damage before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it occurred in the department of geriatrics. It was found that the heparin cap had burr and deformation. It had not been used yet".